Manufacturer narrative:
(B)(4). Date sent: 05/02/2025. D4: batch #a97c84. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. The device event log was reviewed. A series of events were found that may indicate intermittent power issues. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. A manufacturing record evaluation was performed for the finished device batch number a97c84, and no non-conformances were identified. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bowel resection procedure, it was observed that the device had no haptic response and did not establish a power connection when the battery was inserted into device. Another like device was used to complete the procedure with a delay of 10 minutes. There was no patient consequence reported. No additional information provided.